Event description:
It was reported that the patient experienced diaphragmatic stimulation on multiple left ventricular (lv) lead pacing vectors. The vector of the lv lead was reprogrammed to mitigate phrenic nerve stimulation. The lv lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.